Manufacturer narrative:
The customer¿s report that an infusion completed in less than 2 hours was confirmed. Review of the event log showed that instead of the intended dexmedetomidine dose of 0.2mcg/kg/hr the user entered a dose of 2mcg/kg/hr. This caused the medication to infuse at a rate 10 times faster than intended. In addition, almost immediately after the start of the infusion, the user adjusted the patient weight from (B)(6) to (B)(6); in response, the dose was automatically recalculated even higher, to 2.2727mcg/kg/hr . The pcu keypad functionality for each key including the decimal point key was tested repeatedly. All keys passed testing. The suspect pump module was not returned for investigation. The root cause of the over-infusion was user error of entering the dose incorrectly.

Event description:
The customer reported that the rn had an md order to administer precedex (dexmedetomidine) 400mcg/0.9% nacl 100ml continuous infusion at a rate of 0.2mcg/kg/hr for approximately 20 hours, however, the entire volume was infused within a 2 hour period. The patient was in the ICU and maintained stable vital signs and was easily arousable after the infusion was began. The patient required close monitoring for a 12-hour period following the event, however, there was no report of harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an over infusion. There was no report of patient harm.